Event description:
On (B)(6) 2010, the pt presented to the hospital with a ruptured aneurysm and was treated with three gore excluder aaa endoprostheses. During the pre-procedure angiogram, the images showed the ruptured aneurysm and an extravasation into the abdomen. The procedure ended with no reported complications. The final angiogram images no longer revealed the extravasation and no endoleaks were noted. The pt was transferred to the ICU for recovery. While in the ICU, the pt began to code and go into cardiac arrest. Later that day, the pt expired. The cause of death is unk. No further info is available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. The second and third perclose proglide devices (part 12673-03, lot 930196h), indicated are each being filed under separate MFR report numbers.

Event description:
It was reported that during an assessment to perform a valvuloplasty procedure, a physician trained in the use of the perclose proglide device, attempted a pre-close technique in the common femoral artery. Reportedly, the device would not "pick up the suture" and a cuff miss occurred. A second proglide was used with the same results. Another proglide was successfully used. After arteriotomy closure, the pt experienced a hematoma smaller than 6 cm and manual compression was successfully applied for approx 15-20 minutes. There was no adverse pt sequela. Though requested, no add'l info was available.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger, cuffs, link, needle tip and monofilament were not returned. There was no needle strike mark on the foot. No abnormal observation was found on the returned device. We were unable to determine the cause or confirm the reported event based on the condition of the returned device, due to the missing parts. During the investigation, a proxy plunger was reinserted to test the needle trajectory and the results were acceptable. Based on the investigation findings, the most probable root cause for the cuff miss is needle deflection during plunger deployment due to patient anatomy or a failure to maintain a stable position of the device during needle deployment. The needle trajectory of every device is checked twice during manufacturing. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.